Event description:
It was reported the patient's device "went dead for some reason but she did not know why." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).